Event description:
It was reported that a malfunction alarm occurred with code malf 1. There was no adverse impact to the customer's blood glucose level. The customer planned to use mdi as a backup therapy and was instructed by technical support to put the pump into storage mode and return it within 10 days using a prepaid label.